Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
A patient entered the emergency room with general pain. An architect troponin-I result of 0.036 ng/ml was generated. The customer stated that according to their reference ranges for architect troponin-I, the sample should have been retested. Customer's reference values: <0.012 ng/ml negative, 0.012-0.3 ng/ml repeat test, >0.3 ng/ml positive. The sample was not retested and the patient was sent home. A couple hours later, the same patient returned to the hospital with a myocardial infarction and died. There is no indication that the architect troponin-I result was incorrect. There is no evidence to support whether the architect troponin-I result caused or contributed to the patient death. Additional patient information was requested, but the customer stated that it is not available.

Manufacturer narrative:
A lot search was not completed as the likely cause reagent lot was unknown. Since the lot number was unknown, accuracy testing of two representative reagent lots was reviewed (lot 13154un11 was manufactured at the time of the incident in 2011 and lot 36932un14 is a lot that is currently available). Both representative reagent lots demonstrated acceptable performance. Additionally, internal troponin-I panel was tested with retained kits of each reagent lot. Acceptance criteria was met. A 12 month review of all accuracy testing was completed from june 1, 2011 through may 31, 2012. A total of 22 different reagent lots which were manufactured between 2010 through 2012 were tested. Acceptance criteria was met for all reagent lots, which indicates acceptable product performance. A deficiency was not identified as all above testing showed that the assay performed per specification. Per the complaint text, the customer did not follow the hospital requirements for retests and there is no indication of any troubleshooting performed on the sample. Product labeling was reviewed. The limitations of the procedure section of the architect stat troponin-I package insert states: - "cardiac troponin-I levels can be increased in any condition resulting in cardiac cell damage. For mi diagnostic purposes, the architect stat troponin-I results should be used in conjunction with other information such as cardiac marker results (e.g., ck-mb and/or myoglobin), ECG, clinical observations and symptoms, etc." - "a single negative troponin-I result is not sufficient to declare that a patient has not had a heart attack or cardiac damage. Serial negative blood draws over time are recommended before patients are classified as negative for a heart attack." Additionally, the expected values section states: "it is recommended that each laboratory establish its own reference range, which may be unique to the population it serves depending upon geographical, patient, dietary, or environmental factors. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi." There is no indication the result was inaccurate or that the architect stat troponin-I assay contributed to the death of the patient.